Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) demonstrated an end of life (eol) indicator. This ICD has been in service for approximately 3.5 years. Technical services discussed explanting this device, and returning it for analysis.